Event description:
The patient dislocated their hip a couple weeks after the primary surgery. All components were removed and replaced with new implants.

Manufacturer narrative:
Additional devices listed in this report: cat 623-00-36d, lot mlpkea, description: trident 0 deg insert 36mm. Cat 6265-1-008, lot 40587901, description: meridian tmzf hip stem #4/12mm. Cat 6260-9-036, lot mmhh33, description: v40 cocr lfit head 36mm/5. Cat 2030-6525-1, lot mmd3nd, description: 6.5 canc bone screw 25mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Manufacturer narrative:
Based on the provided information, the product reported in this report did not contribute to the event.

Event description:
The patient dislocated their hip a couple weeks after the primary surgery. All components were removed and replaced with new implants.